Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event. On an unreported date, the doctor used an unspecified drug (dose, route and frequency not reported) for treatment. At the time of this report, the patient has not recovered from the peritonitis event. Pd therapy was continued during the hospitalization. No additional information could be provided because the reporter declined follow-up.